Event description:
It was reported that the user experienced recurrent low glucose events while using the ilet pump, expressing concern that the system continued basal dosing while glucose was trending down and that dosing stopped around 93 mg/dl; the user performed multiple factory resets and used the 15-minute treatment rule, and was advised to contact the clinical line to discuss cgm target adjustments. Symptoms included low blood glucose. Outcomes included the need for oral glucose treatment. Investigation included troubleshooting and education with the user. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.